Manufacturer narrative:
Siemens has completed the investigation. The analysis found the co-oximetry optical subsystem responsible for the measurement of the thb appeared stable and functioning as expected. A review of the data did not suggest anything unusual for the co-ox behavior of these patient samples that generated the alleged discrepant thb results. The reported thb results for these two patients, based on sample analysis as delivered to the co-ox slide cell, appear valid. No product problem identified. The cause of this event is unknown.

Manufacturer narrative:
Siemens has requested further information from the customer, for investigation. The cause of this event is unknown.

Event description:
The customer received discrepant high thb (total hemoglobin) results on siemens rp500e device as compared to results on another siemens rp500e device and a non-siemens laboratory analyzer. There is no report of injury due to this event.